Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-jan-2022, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving fentanyl via an implanted pump. It was reported pump refill was being performed and they were expecting a residual volume of about 3 ml but go a return of close to 30 ml. There were no environmental/external/patient factors that may have led or contributed to the issue noted. The hcp tried to do a myelogram but was unable to draw drug back from the catheter. Surgical intervention was planned to take place on (B)(6) 2020. It was noted the issue was not resolved.